Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, loosening, and leg length discrepancy. Update: 04/03/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update: additional litigation papers received 03/07/2014. Litigation alleges toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Date of revision has also been provided. There is no additional information that would affect the outcome of this investigation. Complaint file has been scanned and attached 04/04/2014. Update 11/13/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup and metal debris. No labs were provided for the alleged high metal ions. Two screws are now being added to the complaint. The complaint was updated on: 11/23/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaint databases found other reports for the provided product and lot code combinations. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaint databases found other reports for the provided product and lot code combinations. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges bone fracture and metallosis.